Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a battery was defective. The battery was on full charge; however, it soon stopped in the surgery (the osteotomy for hallux valgus). After the two batteries were bought in november 2012, the same issues occurred to only the specified one of two batteries three times. After the first issue happened, they refreshed the battery and several (about 5 times) charging and discharging cycles before using as the manual says. However, this problem happened two times after that. The surgeon made a complaint that the specified one of the two batteries was a defective product, because the other one is no problem. It was also reported being used twice or three times a week. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. Placeholder.